Manufacturer narrative:
The technician found the left head siderail switch on the nurse call control is not working. The technician replaced the switch pc board to repair the bed.

Event description:
Info received indicates the pt is not able to place a nurse call.